Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the non-boston scientific transseptal access solution into the patient and attempted to complete the transseptal puncture. The physician placed a .035 j tip amplatz super stiff wire up into inferior vena cava and was unable to access the superior vena cava. Transesophageal echocardiogram (tee) imaging showed that the patient developed a pericardial effusion with cardiac tamponade in the right atrium. The patient's blood pressure dropped. The EKG showed pulseless electrical activity (pea) and compressions were performed. The physician performed a pericardiocentesis and transfused 21 units of blood back into the patient. A sternotomy was performed to treat the effusion, and the patient was able to be stabilized. The patient was admitted to the intensive care unit awake but still intubated. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.